Manufacturer narrative:
Alleged failure: radiofrequency electrode became over-voltage and turned red. The electrode began to smoke. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause(s) could be a probe short due to a fluid ingress, an internal leak due to a broken/damaged bond of the polyimide, and suction tubing. The excess residues trapped at the tip could be a contributing factor to the smoke and red. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event of smoking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event of smoking.